Event description:
It was reported that the customer received product code 0014 labeled with lot number rbmduq but ordered 0014a.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. B3: unknown; captured as awareness date. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.